Manufacturer narrative:
Added information to d8 and e4. Initial submission: f6 and f8 should be blank, this is a manufacturer's report. H6: investigation results - the revision/scheduled revision reported was likely the result of prosthesis wear and osteolysis after being implanted for over 12 years. The extent and root cause of the reported prosthesis wear and osteolysis cannot be determined as the device was not available for evaluation and radiographs, photographs, and operative notes were not provided.

Manufacturer narrative:
Pending investigation. (B)(4).

Event description:
As reported by a legal notification, the male patient had an initial right tka on (B)(6) 2010. The patient is scheduled to undergo right knee revision surgery to remove the failed polyethylene liner due to polymeric-induced synovitis and osteolysis of the right knee on (B)(6) 2023. No other patient information/medical history reported.

Manufacturer narrative:
The revision/scheduled revision reported was likely the result of prosthesis wear and osteolysis after being implanted for over 12 years. The extent and root cause of the reported prosthesis wear and osteolysis cannot be determined as the device was not available for evaluation and radiographs, photographs, and operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.